Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a routine inner cannula change it required twisting and pulling for it finally come out. No dried secretions were observed and it was unclear why it was stuck. Patient has no injury.